Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - the patient reported subjective visual disturbances ("light shadows") following icl implantation. According to the dcr, dated on 06/06/2014, the symptoms were procedure related (peripheral iridotomy) and were improving without additional medically or surgically intervention. The surgeon reported that patient was very happy with the results and va was 20/15. Visual disturbances have been identified as potential complications following icl implantation and precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". Conclusions: based on the complaint history, work order search and the medical review, a probable root cause of the event has been determined to be procedure related (peripheral iridotomy). (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens implanted. Evaluation, method - work order search. Results : a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od) on (B)(6) 2013. The patient reported is experiencing light shadows from the iridotomy. The facility reported the date of the last visit was (B)(6) 2013 and the event was due to the peripheral iridotomy. The event is ongoing but is improving. The icl remains implanted. The patient's visual acuity post-op was 20/15 and the patient is happy.